Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent primary breast augmentation with gel smooth hi-rnd 325cc gel breast prostheses. Mammogram confirmed right breast prosthesis rupture and bilateral capsular contracture with baker grade IV and pain on the right and baker grade iii on the left. As a result, the patient underwent removal and replacement with mentor gel breast prostheses on (B)(6) 2018. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On 11/14/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date field has been updated. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).